Event description:
It was reported that the user received an urgent low soon alert followed by a low glucose alert with glucose trending downward despite initial treatment with fast-acting carbohydrates, after which the user consumed additional carbohydrates per guidance and glucose subsequently rose to 79 mg/dl, at which point eating was considered safe if levels remained steady. Symptoms included hypoglycemia. Outcomes included resolution of the low with oral fast-acting carbohydrates. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.